Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an lobectomy procedure, they set the device without problem, then when the surgeon clamped the device on the pulmonary parenchyma it did not fire, however the surgeon removed the device from the tissue with no problem. The patient was alive with no injury.